Event description:
Caller reports, the pt tested 426 mg/dl on the inform system and 151 mg/dl on a lab drawn within 10 mins. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.